Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was staying illuminated longer than intended. Additionally, it was reported unspecified alarms occurred. There was reported no adverse impact to blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.